Event description:
The lay user/reporter contacted lifescan in 2005 and alleged that the lay user/pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist called and left a message on the following day for the pt through an over-the-phone interpretation service. A letter is sent since there was no response from the pt. The pt received results of 309 mg/dl, 270 mg/dl, 266/mg/dl and 302 mg/dl. The reporter was unable/unwilling to answer if the pt had experienced any symptoms at the time of concern. The pt had also received diabetes treatment advice from a medical professional, but it was not known to the reporter as to what the advice was. At the time of troubleshooting with the customer service agent, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The reporter was walked through two consecutive control solution tests during troubleshooting, and both results fell outside the specified range. It would be helpful to know what treatment advice was given to the pt and if he had experienced any symptoms at the time of concern. A replacement meter, control solution, and test strips were sent to the lay user/pt.